Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid leak around the left side of the coulter lh 780 hematology analyzer (lh 780). There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed that a blood clot going through the sample line from the lh780 to the slidemaker made the tubing pop off at the t-fitting. The fse replaced the tubing and flushed the sample line. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).